Manufacturer narrative:
The reported events were failure to capture, helix mechanism issue and twisted insulation. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. The reported events of helix mechanism issue and insulation twisted were confirmed. Visual inspection found insulation twisted consistent with procedural damage. X-ray examination found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix was found to be functioning within specification. Helix mechanism issue was isolated to helix being clogged and overtorque of the inner coil. Electrical testing did not confirm failure to capture since there was no indication of conductor fractures or internal shorts.

Event description:
Related manufacturing reference number: 2017865-2021-33168. It was reported that the patient presented for routine implant of the right atrial lead. During the procedure helix extension failure was observed, and the lead was unable to capture. It was noted that the lead insulation was wrinkled upon repositioning. A replacement lead was obtained. However, it was also unable to capture, and the insulation became twisted upon helix extension. The physician elected complete the procedure without placement of an atrial lead. The patient was in stable condition.